Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge¿ balloon catheter was advanced but failed to cross the lesion. Subsequently, it was noted that the balloon catheter broke.